Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: the pump was manually suspended on (B)(6) 2015 at 02:36 and manually resumed at 5:36. A replace cartridge alarm was recorded on (B)(6) 2015 at 08:33; the next prime was at 10:03. The pump was tested with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. The pump successfully completed 24 hour duration testing with no errors, alarms or warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 545 mg/dl with nausea and vomiting associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and was hospitalized and treated by their healthcare provider (hcp). During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. Cts determined that the patient did not respond to an alarm in a timely manner and referred the patient to their hcp for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.